Manufacturer narrative:
Initial.

Event description:
It was reported that during a call for high blood glucose with a reported value of 345 mg/dl. The user administered 8 units of external subcutaneous insulin via pen while remaining connected to the ilet pump, contrary to use recommendations, and was advised to disconnect to avoid insulin stacking; no alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised to have fast-acting carbohydrates available.